Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience xpedition drug eluting stent (des) instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was moderately tortuous and mildly calcified. The xience xpedition 2.75 x 33 mm stent was implanted, and after post-dilatation, a proximal edge dissection was noted. Another xience xpedition was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.